Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. In an email sent high thresholds were noted on this lead after a colonoscopy procedure. Lead testing was performed before and after the procedure. Thresholds on the lead were 0.5@0.4ms prior to the procedure and 3.3@0.4ms after the procedure. The physician ordered a chest x-ray. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).